Manufacturer narrative:
Age at time of event:approximately (B)(6).

Event description:
It was reported a loss of aspiration occurred during use. A 2.4 mm jetstream xc catheter was selected for a right superficial femoral artery (sfa) angiogram procedure. During the procedure, while inside the patient, the physician quickly advanced the device to the lesion. The catheter failed to aspirate. No error messages or visible defects were noted the device was removed, and the procedure was completed by using another of the same device. No patient complications were reported and the patient was fine.